Manufacturer narrative:
The fsr opened the epgs and found two cable assemblies that had been damaged. He replaced the epgs. The unit operated to the manufacturer's specification. During laboratory analysis, the product surveillance technician (pst) observed the cable assembly to be crushed between the housing which caused cuts in the insulation of the wiring harness and shorted out the epgs. This resulted in a calibration failure. The service repair technician (srt) replaced the oxygen (o2) sensor cable and the stepper motor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4)/ medwatch #1828100-2019-00544.

Event description:
The field service representative (fsr) reported that during a notice of field correction (nfc) of the device, the electronic patient gas system (epgs) cable to stepper motor was damaged. There was no patient involvement.